Event description:
CT abdomen and pelvis with contrast performed on inpatient with history of abdominal pain. Isovue 300 was injected at a rate of 1.5cc/sec for volume of 150cc. Technologist noted during CT scan that there was air in the right ventricle. Physician called. Patient was injected with about 40cc of air. Patient care plan was not changed due to this event. CT chest performed next day to r/o residual air. None seen. Patient hospitalization continued due to initial admission history.